Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), neuralgia ("nerve pain in hand"), feeling abnormal ("brain fog"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced tooth fracture ("tooth breakage / cracking"). In (B)(6) 2015, the patient experienced visual impairment ("vision worsened") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingo oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, back pain and arthralgia had resolved, the bacterial vaginosis, nausea, tooth fracture, dysmenorrhoea, dyspareunia, neuralgia, feeling abnormal, alopecia, headache and tooth disorder outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: essure insertion date provided in pfs: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding menorrhagia), bacterial vaginosis,, migraines / headaches, nausea, tooth breakage / cracking, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision worsened, bloating, nerve pain, brain fog, hair loss, pelvic pain, lower back pain, hip pain, headache", lab data, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), neuralgia ("nerve pain in hand"), feeling abnormal ("brain fog"), back pain ("lower back pain") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced tooth fracture ("tooth breakage / cracking"). In (B)(6) 2015, the patient experienced visual impairment ("vision worsened") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced headache ("headache") and thyroid disorder ("thyroid problems"). The patient was treated with surgery (hysterectomy with bilateral salpingo oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, back pain and arthralgia had resolved, the bacterial vaginosis, nausea, tooth fracture, dysmenorrhoea, dyspareunia, neuralgia, feeling abnormal, alopecia, headache, tooth disorder and thyroid disorder outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, nausea, neuralgia, pelvic pain, thyroid disorder, tooth disorder, tooth fracture, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as thyroid problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.